Event description:
On (B)(6): customer reports via phone that staff had just switched over from prefilled contrast syringes to empty, disposable syringes and had been experiencing difficulties in loading syringes onto the injector and with contrast. Customer further reports they had requested the injector to be checked for proper operation due to a pt being injected with air during a procedure. Customer reports pt is fine, but has no other details. They will call back with a staff contact for pm to obtain additional info for the pt and procedure.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.